Event description:
Rptr states that the pt was originally done in 1995. Two years post op, it was noticed the screw was loose & floating in the knee joint. In may of 1997 the pt was revised with a new screw & was torqued to 80-120 inch pounds. The primary case in 1995, the pt was not torqued. In april of 1998 post-op she presented with the screw loose again. The pt wanted the whole knee removed (including the baseplate, cat. No. 6632-3-610; medium patella, cat no. 6632-3-610; & the femoral component) & a kinemax plus super stabilizer was implanted.